Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had poor sensing and high, out of range impedances. The lead was surgically abandoned and replaced. The sales representative suspected the lead had fractured, but this was not confirmed. No additional adverse patient effects were experienced.